Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013 and suture was used. During the procedure, the suture broke at the second stitch when suturing the uterus. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.